Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d9, g3, g6, h2, h6. Proposed component code: mechanical (g04)-head. Visual examination of the returned products identified signs of being implanted worn / foreign material for both devices. The neck and head were submitted for further analysis. Analysis determined both tapers were damaged over majority of the surface with severe corrosion attack and abundant corrosion debris. Root cause unchanged. This complaint was confirmed based on the returned devices and medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of medical records which noted elevated metal ions as well as corrosion and altr. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional reported information.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00-6310-050-32, lot number: 61429785, brand name: xlpe liner. Catalog number:00-6202-052-22, lot number:61471639, brand name: tm cup. Catalog number: 00-8018-032-02, lot number: 61484651, brand name: versys head. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01983. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to pain and elevated metal ion levels approximately 8 years post implantation. Attempts have been made and additional information on the reported event is unavailable.